Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip did not close in parallel. On the artery, it properly clamped, but not the cystic. Patient had a choleperitonitis after surgery. Converted procedure to open.

Manufacturer narrative:
(B)(4). Additional information: did the surgeon or anyone else made a statement that the choleperitonitis was only caused by the difficulties with the device or were there other circumstances, patient condition or that may have caused this? The choleperitonitis was produced by a leak in the cystic not the patient condition. Did anything unexpected happen prior to this incident? No, it didn't. Was the clip fully advanced into the jaws? Yes, it was. Did the procedure drive the need to apply torque or twisting of the device? No, it didn´t. What vessel was the devices fired on? Cystic. Were any unexpected noises heard? No. Was the device fired after this incident in or out of the patient? No , only to clamp the artery and cystic. What were the patient´s pre-existing conditions, what were the pro- op diagnosis,did he/she suffers from cancer? Unk. If applicable,does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? N/a. What is the age and sex patient? He is a man of (B)(6). What is the current status of the patient? He is recovering slowly. Is the patient expected to have a full recovery? Yes, but this patient is still in the hospital. Is the surgeon an experienced user of this product? Yes the surgeon has used many years. Does the surgeon generally use er320 for lap chole cases? Yes.